Event description:
It was reported that the pump's usb port was bent with part of the micro usb connection breaking and remaining inside the port, affecting the ability to charge the pump. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.